Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/16/2019. Device evaluation: the reported lens returned cut in two parts into the specimen container. The condition observed is consistent with a lens that has been cut due to ¿iol removal¿ or ¿explant¿ process. Due to the condition of the lens returned the reported issue could not be verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order (B)(4). Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2019 to (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxr00 18.5 diopter intraocular lens (iol) was implanted in the patient's left (os) operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019 due to a mild anisometropia. The patient complained of having difficulty reading, intolerance, and dissatisfaction with outcome. It is noted outcome significantly interferes with activities of daily life. The replacement lens is a zlb00 17.5 diopter. No further information was provided.